Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. Pump received error 25 due to non-sleep anomaly software error. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power system error alarm. The customer stated they were able to successfully clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump returned for analysis.